Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on 16-nov-2016, patient underwent left knee replacement surgery and was implanted with a recalled optetrak logic ps polyethylene tibial insert. On (B)(6) 2023, approximately 6 years 3 months after their initial replacement, they underwent left knee revision surgery due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert and aseptic loosening of the femoral component. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Further information and/or re-opened investigation results shall be provided within 30 days of receipt.

Event description:
As reported via legal documentation, on (B)(6) 2016, patient underwent left knee replacement surgery. On (B)(6) 2023, approximately 6 years 3 months after their initial replacement, they underwent left knee revision surgery. Revision op report states that there was extensive synovitis and there was noted to be wear of the liner with delamination. The femoral component was noted to be loose and was removed. There was some fibrous tissue beneath it with osteolysis. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the reported prosthesis wear cannot be determined as the devices were not returned for evaluation, and images, radiographs, and operative notes were not provided.

Manufacturer narrative:
1038671-2024-05030 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation) the following sections were corrected: h6 (health effect - clinical code, component code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.